Manufacturer narrative:
The lot # remains unk and unavailable. Method: a review of the mfg records has been conducted. Results: the review of the mfg records verified that this lot met all pre-release specifications. A summary of the engineering review stated the following: the occluder was returned for analysis. Both discs appeared to be covered in tissue. There were no holes in the occluder or any apparent paths for residual shunts. The discs measured 20 mm in diameter. Inter-disc separation and disc offset was observed, this is consistent with the occluder conforming to the defect geometry. The lock loop had captured all three eyelets, indicating the occluder was properly locked in the defect at initial implantation. A review of the images is still being conducted and will be included in a f/u report.

Event description:
It was reported that a gore helex septal occluder was implanted to close an asd (atrial septal defect) in (B)(6) 2010. The referring physician decided to have the device explanted because of a small residual shunt. The occluder was removed and the asd closed in a surgical procedure on (B)(6) 2011.